Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available. Additional information was received that the spinal cord stimulation (scs) system was explanted due to an elective system upgrade. No allegations against the device. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.